Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). Device evaluation: the carefusion failure analysis lab evaluated the device and reported that the component assembly was installed on a known good unit and powered in operating mode for testing. The reported problem of ¿motor fault¿ was able to be duplicated. Traced voltage path to p/n: 68488. The mosfet has failed and is not outputting 48 volts for the motor.

Event description:
The customer reported that a "motor fault" alarm displayed on their vela ventilator. The customer did not report if there was patient involvement or not, it is currently unknown.